Event description:
It was reported that patient experienced lack of right-sided pain coverage. Reprogramming was unable to resolve the issue. X-rays revealed that lead may have migrated. As a result, surgical intervention was undertaken on (B)(6) 2019 during which the lead was repositioned. Post-operatively, the issue was resolved.